Event description:
It was reported that during an open gastrectomy, the firing force was much higher than expected and the trigger could not be grasped when a nurse checked functionality out of the patient. There was no unexpected noise. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the device functioned as intended when the sales rep fired the device twice.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 10 conforming and 2 unformed clips were fed due to the antibackup feature was non-functional and then, it locked out as intended. It could not be determined what may have caused this condition. The device fired without any difficulties noted during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.